Manufacturer narrative:
The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Information not provided. Information not provided. Lost tooth filling. Sonimart power toothbrush is not manufactured by sonicare.

Event description:
The consumer states that they lost their tooth filling while brushing with their sonimart power toothbrush.